Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The representative was unable to duplicate the issue. The system passed a system checkout and was found to be operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system was stuck at the initializing please wait screen. The site rebooted the system multiple times with no success. There was no patient present.